Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer was unable to duplicate graphic user interface (gui) blank condition.

Event description:
It was reported that during patient use, the graphic user interface (gui) display went blank. The patient was switched to another ventilator without any reported patient harm.